Event description:
Electrosurgical bovie disposable pencil malfunctioned: during the c-section, the coagulation. Button got stuck in the on position. Bovie was in holster. No patient harm. The (obstetrics/gynecology) tech noticed the noise and asked the surgeon if she was leaning on it; she confirmed that she was not and they noticed that the button was stuck in the "on" position; since the pencil was in the holster, there was no patient burn or fire. The button was reset. However, when the team tried to use the pencil a 2nd time, the button got stuck again so the pencil was replaced for the rest of the case.